Manufacturer narrative:
Lot number - the test strip lot that was used was either 28631921 or 28124121. A clarification of the correct test strip lot number has been requested.

Event description:
The customer stated that they received an erroneous result for one patient tested with the patient's coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 17:00, resulting as 3.3 inr. A sample collected from the patient at the same time was also tested in the laboratory using the dade innovin method, resulting as 2.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The customer stated that they like the patient's inr to be 2.5 - 3.0 inr. The customer was not sure how the test strips had been stored or how the patient's hands were prepared for sample collection. The patient has a history of anemia and the customer stated that the patient's hematocrit was within the required range for meter testing. The patient does not have antiphospholipid antibodies. The patient's coumadin dose had been changed. The patient did not start any new medications. The patient's diet has not been changed and the patient had no additional illnesses. The patient did not have any symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.